Event description:
It was reported that the patient went to the emergency room due to bradycardia. Loss of capture and high pacing impedance were observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.